Event description:
A malfunction alarm labeled as "malf 12" was reported. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, so there was no adverse impact. Technical support provided pump reset information and assisted the customer in resetting the pump. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump but to call back if the issue happened again.